Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was  "messed up" because the pump ran out of medication and their back was aching. Patient stated they can't walk or anything and they have a bad smell in their nose that only happens when the pump runs out. Patient stated they went to the emergency room (ER) yesterday because they were unconscious for "12, 14, 16 hours" and they  have been "eating pain pills like crazy". Patient thought they were going to die and the ER only gave them one oxycodone and a pill for nausea and they were "all messed up". Patient stated they called the healthcare provider (hcp) who was on vacation until (B)(6). Patient asked for company representative (rep) to fill the pump, asked if ER can fill pump a list of hcp was offered to patient and patient was redirected to hcp.